Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 14.8-18.0cm from the distal tip. External insulation abrasion was noted at 7.7-7.8cm, 13.0-13.2cm, 13.6-13.7cm, and 31.1-31.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 12.0-12.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.6-23.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.6-5.8cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the reported field event of noise and low lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that asymptomatic patient presented for routine follow up after receiving alert for out of range impedance. Low, out of range pacing impedance and noise were observed. Fluoroscopy performed in (B)(6) 2013 revealed externalized conductors. The lead was explanted and replaced. Further report by the patient notes that three days post procedure, he presented to the ER due to severe chest and lower back pain. He advised that he was diagnosed with multiple blood clots in his lungs secondary to the lead replacement procedure. The patient also reported that his left lung collapsed. He was hospitalized for seven days. The patient was discharged home and recovering.